Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak streaming liquid. A leak of this magnitude would have been obvious if present during filling. The manual addition port septum had been spiked and the manual add port cap had been removed. The bag contained trace ingredient residue inside it, indicating it had been filled. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings and the customer report that the leak was discovered by the end user facility prior to patient administration, the condition was determined to have occurred during handling, packaging and/or transportation of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on left hand side seam of the eva bag. The leak was discovered after being delivered to the end user but before the administration to the patient. This report documents no patient involvement or adverse events. No additional information is available.